Manufacturer narrative:
No product returned as device is still in-situ. No images provided and the complaint cannot be confirmed. Patient's post-operative physical activity is unknown. Review of the reported information suggests the implant broke at the inserter connection during impaction and possibly the result of excessive off-angled force leaving the device malplaced. Repositioning attempt unsuccessful leaving interbody malplaced. The root cause cannot be determined. No additional investigation can be completed at this time. Labeling review: ".potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: spinal cord or peripheral nerves; loss of sensory and/or motor function; and permanent pain and or deformity. Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Care should be taken to ensure that all components are ideally fixated prior to closure." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient."

Event description:
On (B)(6) 2020 an extreme lateral interbody fusion was performed at l2/5. While inserting the cage into l4/5, the cage turned toward the spinal canal. The cage reportedly could not be removed because the connecting part of the cage was damaged. The surgeon decided to revise the position of the cage to an appropriate position during the posterior decompression. Neurological symptoms were seen on the patient's right foot in the operation. On (B)(6) 2021 the patient reported having neurological symptoms with their right leg, bladder and rectal disorder.